Event description:
It was reported that the patient received inappropriate shocks due to sensing of noise. It was also reported that the right ventricular lead had high impedance and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was fractured, the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance occurred. Two patient alerts for right ventricular pace lead impedance of > 3000 ohms occurred on (B)(4) 2011 03:00:02 and (B)(4) 2011 03:00:03. Daily pace impedance log data shows an abrupt increase for v.pace of 544 to 16382 ohms range occurred between (B)(4) 2011 and (B)(4) 2011. Oversensing occurred. 31 ventricular nonsustained tachycardia episodes of <=210 ms occurred between (B)(4) 2011 12:30:00 and (B)(4) 2011 10:19:19. 8 ventricular fibrillation episodes of <=190 ms average ventricular cycle occurred on (B)(4) 2011 00:10:42 and (B)(4) 2011 13:49:22.